Event description:
The customer reported the device goes on and off, not performing correctly. No consequences or impact to patient were reported.

Manufacturer narrative:
Additional manufacturing narrative: attempts have been made to obtain the product. The product has not been returned to masimo to allow an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted.

Manufacturer narrative:
Additional manufacuring narrative: other text: the returned device was evaluated. The device was not able to power on under battery power due to a blown battery fuse. The device powered on and off (with a watchdog error) when connected to ac power due to a contaminated component on the device's system board.

Event description:
The customer reported the device goes on and off, not performing correctly. No consequences or impact to patient were reported.